Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The hydrophilic coating records for the reported lot were review and were within specification. Based on the limited reported information and the inspection criteria the cause of reported difficult to advance the device could not be determined. There does not appear to be any indication of a lot specific product quality deficiency. A review of the lot history record did not produce any findings relevant to this report. A query of the complaint handling database was performed and found no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, the proglide device could not be advanced completely in the artery. A second proglide device was used with the same results. Manual arterial compression was used to achieve hemostasis. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.